Event description:
Same case as MDR ID: 2134265-2015-00083. It was reported that a burr became stuck on wire. A 1.50 mm rotalink¿ plus and a rotablator rotational atherectomy system were selected to treat the target lesion. During platforming, before inserting the burr into the sheath, it was noted that the burr got stuck with the rotawire during rotation. They cut the rotawire and removed it by pulling strongly from the opposite side. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The complaint unit was returned connected to the catheter. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was returned in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection. No issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. There was no guide wire returned with the device. An attempt was made to load a test guide wire through the device but it would not load through the annulus of the burr as the annulus was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-00083. It was reported that a burr became stuck on wire. A 1.50 mm rotalink plus and a rotablator rotational atherectomy system were selected to treat the target lesion. During platforming, before inserting the burr into the sheath, it was noted that the burr got stuck with the rotawire during rotation. They cut the rotawire and removed it by pulling strongly from the opposite side. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).